Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had failure to deliver shock due to incorrect interpretation of signal. Programming changes were made to restore normal parameters. The patient status was stable.

Event description:
It was reported a patient presented remotely with inappropriate shock on their implantable cardioverter defibrillator (ICD). Programming changes were made to restore normal parameters. The patient status was stable.